Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump channels attached to the pcu are falling off or disconnecting when the are marginally bumped. It is unclear whether the iui connection is causing the disconnects and a tpc site visit was offered to the customer in which they declined.